Event description:
C-cc-bt - broken tubing; when open the box, the distal part (patient connection) was broken (cut), close to the sensor vent port.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit. Kit appeared not used. Pressure tubing was completely broken off from solvent bond joint with the female connector (attached to stand-alone stopcock).